Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for damaged tubing with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder tubing was damaged. This was discovered before use. The following information was provided by the initial reporter: senior phlebotomy called & complained about the tubing is broken, they didn't use it but they took the pic and discarded, she mentioned its not first time to find affected pbbcs.

Manufacturer narrative:
Additional medical device type: jka. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set with pre-attached holder tubing was damaged. This was discovered before use. The following information was provided by the initial reporter: senior phlebotomy called & complained about the tubing is broken, they didn't use it but they took the pic and discarded, she mentioned its not first time to find affected pbbcs .